Event description:
Additional information received reported that patient was not near any electromagnetic interference sources when they experienced the "on and off switching. No further information was reported.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Updated device information. The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient's implantable neurostimulator (ins) was explanted due to "spontaneous on- and off switching." It was also reported another ins was implanted, the new system worked according to expectation, and the patient recovered with no harm or injury. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.